Event description:
It was reported that revision surgery was performed due to development of a lump in the patient's groin, pain and elevated metal ions (blood tests revealed cobalt of 45 ppb and chromium of 53 ppb).

Manufacturer narrative:
.